Manufacturer narrative:
Additional information on b5, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received. Patient had post operative back pain.

Manufacturer narrative:
Radiographic image assessment indicated that 2 panel image of lateral x-rays t11-l5 fusion l1-2, l3-4 interbody grafts. L1-2 grafts collapsed on right panel compared to left. L4-5 graft appears unchanged. Anteroposterior view of same is provided. L1-2 interbody graft appears collapsed on right panel compared to left. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 6068073, serial/lot #: (B)(6) ubd: 21-may-2032, UDI#: (B)(4) g2: country of origin - germany. H6: neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a patient having spinal therapy. It was reported that the distraction loss cage lw 1/2 from 14 to 12.5mm, lordosis unchanged. There was no patient involvement/symptom reported. There were no further complications reported regarding the event. Additional information was received from that the patient underwent a dorsal spondylosis bw 11 - lw 5 with implantation of catalyft-cage in lw 1/2 and 3/4. The actual problem is loss of distraction of the cage in the postoperative course. The postoperative course was uneventful. No revision of the implants is currently planned.